Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor. It was reported that the patient experienced abdominal pain and symptom return so they wanted the device removed. The entire system was explanted. The patient was alive with no injury. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis # (B)(4) :analysis information -- 2020-04-08 10:58:58 cst pli# 30 product ID# 37800 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of concomitant medical products: product ID: 4351-35, serial# (B)(4), product type: lead; product ID: 4351-35, serial# (B)(4), product type: lead. Analysis of the ins ((B)(4)) found that it was functionally okay and had insignificant anomalies. If information is provided in the future, a supplemental report will be issued.